Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the errors pointing to instrument recognition issues (31009, 282, 31010, and 31088) were confirmed via the system logs. Additionally, error 1161 was found in the logs pointing to a high voltage on the axes controller, carriage (acc). The unit was tested on an in-house system where it passed normal mode with no related errors. The unit was also tested on an in-house patient side cart (psc) fixture test platform (pftp) where it passed with no related errors. The carriage was inspected including the acc interface (acci), and no parts were damaged or improperly connected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the universal surgical manipulator (usm) was not moving. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, there was an issue with the universal surgical manipulator (usm) 2. The instrument installed in usm 2 gave an error. The customer had disconnected all instruments and rebooted the system. The technical support engineer (tse) checked live logs and there were no related errors. The tse checked the live events and found that instruments and endoscope were reconnected, and customer was applying energy. However, the customer reported that the error came back in usm 2. The tse checked the logs and found several instances of error 1161 pointing to the usm 2 axes controller, carriage (acc). The tse explained that this usm most likely was dead on arrival and it would need to be replaced again. The customer was not willing to perform the surgery with three arms and they planned to convert to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the usms were loose, and the instruments moved ¿alone¿, the instruments did not follow the movements of the surgeon in the console. Even with 3 arms, the problem was still happening. They didn¿t convert the surgery, the surgery was not performed. The customer woke up the patient, closed the ports and planned to do it another day.